Manufacturer narrative:
Additional information: unique device identification (UDI) was updated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. A medtronic representative went to the site to test the equipment. The representative replaced the main fuses. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile viewing station (mvs) would not turn on. They disconnected the power from the wall and the mvs was discharged completely. They reconnected the power cord to the wall but the green led on the front was not on, and the imaging system not charging. There was no patient present when this issue was identified. No further information was provided.